Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
It was reported that the device failed to power on with dc (battery) and ac power. The device was tried with another battery; however, the failure persisted. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly at the failure analysis center. It was observed that only ac power failed. The cause of the observed ac power failure was due to shorted fe transistors, designators q1 and q2. No failures were observed with dc operation.